Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via clinical test documentation that they experienced high blood glucose levels. Blood glucose levels at the time of the incident were 509 mg/dl to 576 mg/dl. The customer was hiking at the time of the event. The customer used the pump to treat the high. No further information was provided. The insulin pump will not be returned for analysis.